Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-39814.

Event description:
The customer's daughter reported via telephone call that the customer had low blood glucose and was in the hospital with a broken femur and pneumonia. The blood glucose reading was 50 mg/dl. The caller was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.